Event description:
(B) (4) crm received information that the patient presented to the emergency room (ER) with a pleural effusion. Right ventricular (rv) sensing and impedance measurements decreased and threshold measurements increased. Under echocardiography a pericardial effusion was confirmed due to a right atrial (ra) lead perforation. The effusion was successfully drained. The patient was being stabilized and the ra lead will be repositioned when the patient stabilizes. It was not made clear whether this dextrus lead was implanted in the atrial or ventricular position.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.